Manufacturer narrative:
Insulin pump received with motor error alarm during basic occlusion and unable to prime during prime test due to loose drive support disk. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm, insulin was squirting out during manual prime. Customer's blood glucose level at the time 40 mg/dl. Treated with juice. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.